Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance measurement of greater than 125 ohms. Additional information from the field indicated that the cause of the high impedance measurement remains unknown. The impedances have apparently dropped back to within range and no changes have been made to the system. At this time the patient¿s rv lead and ICD continue to remain implanted and in service. No adverse patient effects were reported.